Event description:
Boston scientific received information that the patient's remote monitoring system had detected an alert indicating that the therapy delivery of this implantable cardioverter defibrillator (ICD) patient was deactivated and was modified to a monitor only mode. As per personnel in the clinic contact center, the patient was noted to have end stage cardiac disease and had gone to the emergency room. It was believed that this could have been the reason for the device deactivation. Attempts to obtain confirmation for the reason behind the device deactivation were unsuccessful. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.